Event description:
It was reported the patient complained that the nerves in her leg felt like they were "going crazy" after stimulation is off. An sjm representative met with the patient for reprogramming and diagnostics. Diagnostics revealed no anomalies. The patient was advised to leave the system on and the physician prescribed the patient to ativan for the issue. Follow-up revealed, the patient experienced another minor episode and resolved the issue with ativan; however, the patient is considering a system explant. It was also reported the physician ordered a myelogram to investigate the system before explant. Subsequently, the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.